Event description:
Additional information was received from a patient (pt). It was reported that the steps that were taken to resolve the difficulty charging and the adaptive stim issue was that the cord and the controller were replaced and their manufacturer representative (rep) recalibrated everything. The pt reported that the issue has been resolved.

Manufacturer narrative:
H3: product ID 97755-s (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6). Product type recharger. Product ID 97745, serial# (B)(6). Product type programmer, patient h3: analysis of the controller (serial# (B)(6)) found they replaced the main board due to broken/damaged pins on the rtm connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: 97755, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported it is taking a long time to charge the implanted neurostimulator for the last month and a half. Patient stated the recharger gets hot , the little relay box gets hot, and picky about where to place the paddle. Patient stated the ins is 100% charged and controller is orange because he just finished charging the ins. Patient service confirmed there is no visible damage to the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm) device. Pt got new rtm and it took 30 minutes just to connect to ins and its now been charging for 30 minutes and only gone up 30 percent. Controller port looks darkened out. Pt called back stating they received recharger and controller and it did not resolve the issue. Today pt has been charging since 1:40pm. The controller battery drained but the implant was only at 50%. It showed recharging excellent. Pt said they had a hard time finding a sweet spot to stay on excellent. Pt would sit down and excellent quality would go away and it stops charging. On the call the green light was blinking. On the call controller was saying the battery pack needed to be charged, it was too low. Reviewed battery will drain if it takes so long to charge the implant. Asked if pt had any falls. Pt said they had a fall on (B)(6) on their face b ut did not think it had anything to do with the implant. The device was not checked after the fall. Pt confirmed controller was charging fine from the wall. Pt is getting frustrated about the charging issue since it had been going on for a while. Pt also mentioned they adaptive stim settings were not working. On the call reviewed to try turning ins off when charging if medically appropriate, reviewed not to activate the screen frequently, reviewed to check the recharging speed to make sure it was on speed 4. The speed option was grayed out on the call since the controller was low. Pt will charge the controller and then will check. Pt will follow up with hcp to check the device. No symptoms were reported.